Event description:
Study event: device malfunction: none. Symptoms/ae: right-sided sensory deficit. Time of ae: post procedure. It was reported that the day following left internal carotid stent implantation the patient experienced a sensory deficit on the entire right side. Physical examination was otherwise normal. CT scan of the head without contrast showed no evidence of intracranial hemorrhage or mass lesion. Reportedly, stroke was ruled out and no further diagnostic testing was performed. No treatment was given and the sensory deficit is continuing. The patient was discharged to home one day post-procedure. Though requested, no additional information was provided.

Manufacturer narrative:
The stent remains in the patient. The lot number was provided. A review of the device history record for this lot did not reveal any non-conformities which could have contributed to this complaint.